Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing on the right ventricular lead. The episodes caused pacing inhibition. The issue was not reproducible. No intervention was performed and physician plans to continue to monitor the patient. Patient was stable after the event.